Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The current blood glucose is 290 mg/dl. Treated with manual injections. The blood glucose reading at the time of the event was 586 mg/dl. Customer experienced shortness of breath, chest pain and vomiting. Every twenty minutes the blood glucose would rise 100 points. Hospital treated with IV saline drip. Nothing further reported.